Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D6b-corrected from (B)(6) 2021 to (B)(6) 2021.

Event description:
Additional information received the date of procedure was (B)(6) 2021

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report 1627487-2021-15652, related manufacturer report 1627487-2021-15654. It was reported that high impedance issue was observed on the leads. Patient has effective therapy. The device was unable to be placed in MRI mode. Different positions were attempted on the patient however the high impedance issue was not resolved. The ipg and one lead was explanted and new leads were implanted. It is unknown which lead was explanted therefore both leads are being reported.